Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient reported that the inflatable penile prosthesis would no longer inflate. When he squeezed the pump, it would stay dimpled and would not inflate. The patient had a CT scan that showed there was fluid in the reservoir. Troubleshooting techniques were tried by the physician and manufacturer rep. The patient will continue with trouble shooting techniques and will reach out if he does not have success. No patient complications were reported.

Event description:
It was reported that the patient reported that the inflatable penile prosthesis would no longer inflate. When he squeezed the pump, it would stay dimpled and would not inflate. The patient had a CT scan that showed there was fluid in the reservoir. Troubleshooting techniques were tried by the physician and manufacturer rep. The patient will continue with trouble shooting techniques and will reach out if he does not have success. Initially the doctor thought the reservoir had folded on itself. During the replacement surgery, the physician cut the line between the reservoir and the pump. He a surrogate reservoir test and the pump was not functioning. He was easily able to draw fluid from the reservoir. He decided the pump was not working properly so he replaced the pump only and the patient had a good outcome. The cylinders cycled properly. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination did not identify any visual damages upon inspection the pump passed functional tests within all specifications. Under microscope examination it was observed that the pump deflation ball was misaligned as it seated too far forward. No leaks were found. The pump kink resistant tubing (krt) was cut to the strain relief prior to the functional testing. Based on the information available and analysis results, product analysis was unable to confirm the root cause of the reported clinical observations.

Event description:
It was reported that the patient reported that the inflatable penile prosthesis would no longer inflate. When he squeezed the pump, it would stay dimpled and would not inflate. The patient had a CT scan that showed there was fluid in the reservoir. Troubleshooting techniques were tried by the physician and manufacturer rep. The patient will continue with trouble shooting techniques and will reach out if he does not have success. Initially the doctor thought the reservoir had folded on itself. During the replacement surgery, the physician cut the line between the reservoir and the pump. He performed a surrogate reservoir test and the pump was not functioning. He was easily able to draw fluid from the reservoir. He decided the pump was not working properly so he replaced the pump only and the patient had a good outcome. The cylinders cycled properly. No patient complications were reported.